Event description:
Oversensing reported when device was connected during attempted implant. R-waves dropped down to 1-3 mv. Could not pace consistently after several different reconnections were tried. Device not implanted.